Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Dual clean brush head on my toothbrush...not staying on...brush head came off in mouth - oral-b [device breakage] case narrative: consumer via chat stated that the oral-b dual clean toothbrush head was not staying on the oral-b toothbrush and the oral-b toothbrush head came off in their mouth. No injury was reported.

Manufacturer narrative:
16-may-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Dual clean brush head on my toothbrush...not staying on...brush head came off in mouth - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via chat stated that the oral-b dual clean toothbrush head was not staying on the oral-b toothbrush and the oral-b toothbrush head came off in their mouth. No injury was reported. 16-may-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.